Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component; p/n: 00598004702, l/n: unk; stem extension replacement screw; p/n: 00598009000, l/n: 60568785; taper stem plug; p/n: 00596009900, l/n: 60595245; articular surface; p/n: 00596204010, l/n: 60485756; unknown patella component. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00744, 0001822565 - 2020 - 00745. Product location is unknown.

Event description:
It was reported the patient underwent a revision procedure due to a tibial component posterior collapse after patient fell. Subsequently, all components except for the patella were explanted. No additional patient consequences were reported.